Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to a conductor lead fracture. The rv lead was replaced with a competitor lead. No additional adverse patient effects reported.

Manufacturer narrative:
A new competitor rv lead was successfully implanted. The explanted lead was not returned to boston scientific; therefore, the clinical observations could not be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided or the lead returned.